Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin and was using the same cartridge for over 2 days with trusteel infusion set. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.